Event description:
Boston scientific received information that the patient implanted with this product had died due to severe sepsis. An abdominal lesion was also reported. It is unknown whether the implanted products or the lesion contributed to the sepsis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.